Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of warped packaging is confirmed but the exact cause remains unknown.the inner tray was returned sealed with the kit components present. The tray flanges were observed to be warped and curled. Deformed ridges were also observed near the center of the tray. Blue ink material transfer was present in the inner surface of the tray. The ink resembles the ink present on the statlock packaging. The visible characteristics of the damaged packaging is consistent with damage caused due to exposure to high heat, and the damage was most likely associated with shipping or environmental conditions outside bd control. A lot history review (lhr) of recp0626 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter packaging was deformed and the statlock packaging was discolored, leading to the contamination of the catheter packaging.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recp0626 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter packaging was deformed and the statlock packaging was discolored, leading to the contamination of the catheter packaging.